Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an interventional peripheral vascular procedure the 5f catheter tip detached within an iliac aneurysm. The physician had acquired retrograde arterial access, and during catheter manipulations over a guidewire under fluoroscopy, the catheter tip detached. The physician used a vascular snare device to successfully externalize the foreign body from the patient liberating the vessel. No additional patient consequences to report.

Manufacturer narrative:
The suspect device was not returned for investigation. A photograph was provided by the account. A complete investigation could not be performed. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be re-opened.